Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads implanted with the same lot number. It was reported during a revision surgery to replace the pt's depleted ipg (normal end of life), it was noted both of the pt's leads were fractured. The leads were replaced with new ones. The pt is now receiving effective stimulation.